Manufacturer narrative:
(B)(4). D10: 42502006802 - femur cemented cruciate retaining (cr) narrow right size 10 -(B)(6). 42532007502 - tibia cemented 5 degree stemmed right size f - (B)(6). G2: foreign country: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised approximately 2.5 years post-op due to stiffness with only a 90 degrees flexion. The poly was revised. Attempts have been made and all available information has been provided.